Manufacturer narrative:
The exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that five weeks after surgery the patient indicated that he has lost penile length and girth. The patient stated that his doctor said it would get bigger.